Event description:
The facility representative reported an infuso.r. Pump with a condition of "will not power up." This condition occurred upon power-up in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "will not power up" issue was confirmed and reproduced during product evaluation. The assignable cause was not determined due to customer refusal of service. There were no repairs made in order to fix the reported condition.